Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 05/03/2010 and 05/11/2010 by phone, fax, and mail. A completed questionnaire was received on 05/14/2010. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "unexpected post op refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported, the pt had a history of prior lasik surgery (pre-existing). The iol was exchanged for a different model lens. The surgeon does not feel the iol caused or contributed to the event as the refractive surprise was secondary to previous refractive surgery. The pt's post-exchange ucva was 20/20 and is using over the counter reading glasses. The surgeon reported, the pt was very happy. In a follow up, the surgeon reported, the event resolved with treatment.